Event description:
The customer did not report a malfunction. During inspection of the cystonephrofiberscope distal end objective lens is dirty was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: mechanical shock problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.